Manufacturer narrative:
This report is associated with argus case (B)(4), polident.

Event description:
Dissolved two of the polident tablets variant not specified and drank some [accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included poor reading skills. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant), accidental ingestion of drug and medication error. On an unknown date, the outcome of the accidental device ingestion, accidental ingestion of drug and medication error were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, adverse event information was received on 13 february 2017. The daughter reported that her mother went to the store and bought some polident tablets variant not specified. Her mother could not read and the boy at the check out counter told her it was alka seltzer. She dissolved two of the polident tablets variant not specified and drank some. Her husband drank some too. The daughter said she gave them two glasses of milk. The mother told the daughter she drank some to make sure she did not have gas. The consumer ingested polident tablets variant not specified. There was not an alka seltzer product purchased. The mother went to the store to buy alka seltzer and accidentally bought the polident tablets. She took the box of polident tablets to the check out counter and asked the boy if it was alka seltzer and he told it was.